Event description:
The dexcom g7 sensors are not pairing correctly. I have gone through 3 sensors in the past 24 hours - all from the same lot#: 1723262001. The first one would not pair at all. The second and third did eventually pair but disconnected within 3-6 hours. I contacted dexcom customer service. They will only send replacements which is appreciated (and are requiring the return of the sensor for their own testing), but they are not addressing what is likely a widespread problem with the specific lot. Reference reports: #mw5156887, #mw5156889.